Manufacturer narrative:
The complaint was originally reported on the vmsr report. However a second review indicates that this complaint is not reportable.

Event description:
The product malfunctioned due to being damaged. The malfunction did not cause or contribute to a death or serious injury. The complaint was originally reported on the vmsr report. However a second review indicates that this complaint is not reportable.